Event description:
This event was reported as clinical pt died one month after ring implant (tricuspid position); ring not explanted. Sudden cardiac arrest listed as cause of death. Reported as device related unknown on case report form. No further info was provided.